Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit back onto the pump. The cartridge had previously been in use, the customer removed the cartridge and the cartridge did not fit once it was placed back onto the pump. Reportedly, a new cartridge was loaded resolving the issue. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared and insulin deliveries were resumed. Blood glucose level was 132 mg/dl.